Event description:
The customer called and reported experiencing low blood glucose, which she believed was due to medication. The customer was in the hospital for gall bladder issues at the time of the report. Customer's blood glucose was 47 mg/dl, which was treated with food, beverage, and glucose tablets. The customer had called to adjust programming on the insulin pump and declined to troubleshoot for low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.